Event description:
It was reported that a patient underwent an eua of the right eye socket on (B)(6) 2014 and suture was used. During the procedure the needle detached from the suture. It is currently believed that the needle is in patient's eye socket. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.